Event description:
Customer reported the insulin pump alarmed motor error. Customer's blood glucose was 7.0mmol/l. Customer did not recall any significant events that may have lead to the alarm. Customer reported the he was disconnected from the device. Customer does not use the senor feature. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The full drive system test could not be performed due to the alarm. The insulin pump had some cosmetic damage.

Manufacturer narrative:
(B)(6).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.